Manufacturer narrative:
Device evaluated by MFR: the ranger device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 47mm in length and extended from a position 6mm proximal of the proximal markerband to 4mm distal of the distal markerband. The balloon cannot be inflated due to the balloon tear. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination identified a shaft kink 45mm distal from the distal end of the strain relief. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 18nov2025. It was reported that balloon inflation failure occurred. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 7.0 mm x 80 mm, 135 cm ranger drug-coated balloon was advanced for dilation. However, the center of the balloon catheter could not inflate during the first inflation at 14 atmospheres for 3 minutes. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a longitudinal tear was identified in the balloon material.